Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there was a patient with a high impedance issue. It was unknown if the patient had a fall and there were no associated symptoms. No further information was available. The patient's indications for use were unknown.